Manufacturer narrative:
Additional information: b5, d10, g3 d10. Concomitant product: unegiatri, unknown egia tri staple (lot unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a pulmonary segmentectomy, the handle gauntlet broke on the second shot. This resulted in not completing the firing of the device. To resolve the issue, a new stapler was used. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: unegiatri, unknown egia tri staple (lot#unknown) additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the handle was returned with the articulation lever rotated. No other visual abnormalities were noted. Functional testing noted that a reload could be inserted into the returned handle but could not be rotated into position. The reload was eventually able to be loaded once the reload was manually articulated toward push prior to connection to the handle. Once loaded, the reload could not be fully articulated in either direction. It was reported that the handle was broken. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that there was a partial firing. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: avoid obstructions, and before loading, the articulation lever must be in the neutral position. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a pulmonary segmentectomy, the handle gauntlet broke on the second shot. This resulted in not completing the firing of the device. To resolve the issue, a new device was used. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: unknown egia su, unknown endo gia sulu, (lot number: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.